Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The hcp reported that the patient had several device revisions, and that both devices were revised. The hcp reported that one battery revision was due to a question of if the ins was functioning properly. The hcp reported that a device was turned off and there was a revision due to infection. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2017-18766 for details pertaining to the reportable related event.]